Manufacturer narrative:
This device used for treatment and not diagnosis. Catalog and lot number: cannot be verified as synthes device. Device is an instrument and is not implanted/explanted. No 510k number can be provided as the part number cannot be verified as a synthes device. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: broken while using. During surgery and while preparing the product for application, our technician noticed that the handle was broken. This had no impact on the patient or the operation duration. This is 1 of 1 report for complaint (B)(4).